Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly and the frequency of beep anomaly was half hour. Customer's blood glucose level was 134 mg/dl. Customer also stated that the notification light was not blinking and having beeping sound not an alarm. Insulin pump will not be returned for analysis.